Manufacturer narrative:
¿Tandem quality engineer evaluated pump data and concluded the following:¿ blood glucose (bg) values from 47-52 mg/dl were recorded by continuous glucose monitor (cgm) from 5:09:18 am to 5:24:18 am on 3/18/2020. Cgm alert 1 (cgm low alert) enunciated at 5:04:18 am. On 3/18/2020, at 2:26:26 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was not known. Customer required assistance addressing bg level with food and candy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.